Event description:
In 2008, the patient reported the bottom part of the cartridge remained attached to the base plate of the piston rod while he was changing the insulin cartridge of his infusion device. He stated about half of a cartridge of insulin spilled inside the cartridge compartment. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.